Manufacturer narrative:
Power loss alarms, low battery alarms and pump error alarm confirms in the long trace. Power loss alarms after the pump error alarm. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported vai phone call that they had a low battery alert after less than one day of a new battery insertion. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.